Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 37 mg/dl. The customer was treated with 2 tablets and eating some candy. The customer has been experiencing low blood glucose for 15 minutes. The customer wants to stop the troubleshooting for her low blood glucose. The customer stated that she needed to eat something. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 37 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer received a motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump was unable to verify for alarm due to constant motor error alarm. No cosmetic damage noted.